Event description:
This procedure was part of the (B)(4) study. After the procedure on (B)(6) 2014, the patient complained of right leg pain with swelling. Venous ultrasound was done the next day, and the patient was noted to have a partial deep vein thrombosis (dvt) of the right femoral vein. The patient was started on medication xarelto. Medication was administered following confirmation of thrombus via ultrasound. Per the site, the dvt was potentially related to the procedure, but not related to the evercross balloons. Please reference MDR 2183870-2014-00191 for the other evercross balloon used in the index procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.